Event description:
I presently have an implant of medtronic dbs device serial number (B)(4) model number b 35200. I have sustained serious loss of speech and loss of muscle tone after using the device, which was implanted in me on (B)(6) 2021. When I called medtronic and asked to be adjusted properly, they would only refer me to the original doctor (B)(6) and now that he has left the program, I am sent to a psychiatrist with no experience in adjustment of the device, who confers with dr. (B)(6) before he makes an adjustment. It is like being caught in a trap, medtronic knows how to use the device but would refer me to that psychiatrist without proper experience in handling the device. FDA safety report ID# (B)(4).